Event description:
A malfunction alarm with code "malf 12" was reported by the customer, but no notable events or adverse impact on the customer's blood glucose level were observed. Technical support provided the customer with information on how to reset the pump, and assisted with the reset process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, and they acknowledged the instructions.